Event description:
Customer reported: doctor hm, whom I met today, informed me of a quality problem he had encountered on several occasions with the ranivisio kit syringe during the ivt procedure. After withdrawing the ranibizumab from the vial using the syringe and filter needle supplied, once the excess active ingredient has been eliminated, the 30g is fixed and he is about to inject the patient. He notes that, without pressure on the syringe plunger, the active ingredient escapes from the needle; as a result of this loss, the planned quantity of ranibizumab is no longer suitable and sufficient to treat the patient.